Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd nexiva 20ga x 1.00 in dp with maxzero needle disengagement is difficult. The following information was provided by the initial reporter: customer stated that after catheter is advanced the needle hub got stuck and wouldn't come off easily. Took multiple people attempting to get it twisted off. What is the number of occurrences? Nursing staff report multiple occurrences. Is there any adverse event or serious injury occurred? No. Are you able to send sample to bd for investigation? If yes, please provide mailing address. I gave the sample to our medline rep who was going to send it in. Please provide event date. I don¿t remember. I think it was early october. Are you able to identify the batch number? No gave the IV catheter and kit to the medline rep.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.